Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that there is a 1/3 inch wide tear on the silastic sleeve of the percutaneous lead (lead). The tear is currently supported by rescue tape, however, the tape continues to move with patient activity. There is concern that the lead is compromised. The lead has been reinforced with add'l rescue tape and the MFR has supplied the physician acknowledgement form to fill out and begin the process for a percutaneous lead exchanged.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.